Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was software issue. The field service engineer discovered that the device displayed a biosscreen. They utilized the control + alt + delete command to bypass this screen and successfully booted to the windows interface. Additionally, all connections within the e-compartment were reseated. The device was rebooted twice to confirm that the screen did not revert to the black bios screen requiring a password. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the device was frozen on a black screen displayed a password prompt, prevented the launch of medapp. The customer reported that they were unable to administer or issue medications to the patient due to the malfunction, which resulted in a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.